Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. In the absence of device returned for analysis a conclusive cause for the reported difficulty removing he device could not be determined. The reported patient effect of dissection is a known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the highly calcified right common femoral artery (rcfa) was attempted with a proglide, using the preclose technique, with a 6fr sheath prior to an interventional impella procedure. Reportedly, there was no resistance during insertion or deployment of the proglide in the rcfa. During removal; however, there was resistance and the vessel dissected. A covered stent, placed via the already accessed left common femoral artery, was used to treat the dissected vessel and achieve hemostasis in the rcfa. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.